Event description:
Clinical study.it was reported that 265 days after a coronary artery drug eluting stenting procedure, the pt required a reintervention of the treated vessel. The lesion being treated was a 3.0 mm 1st oblique marginal (1st ob. Marg.). The lesion was predilated. The physician then placed a 3.0 x 12 mm taxus express 8.8% drug eluting stent in the 1st ob. Marg. The pt was discharged the following day on plavix, aspirin, and lipitor. 265 days after the procedure the pt was re-admitted for a reintervention. The lesion being treated was the 1st ob. Marg. Vessel. The physician placed a johnson & johnson cypher in the lesion. In the opinion of the physician, the relation to the taxus stent is "unk". In the opinion of the physician there was a restenosis of the stent. The pt was discharged the next day.